Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that 06 infusion set cannulas were bent within 3 hours of insertion which led to high blood glucose level of 237 mg/dl. The insertion site of the infusion site was at abdomen. The customer regularly rotates site location. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1877103 - MDR 3003442380-2024-05699 - device 1 of 6. (B)(6).